Event description:
During a mastectomy procedure, part of the distal blade broke off and was retrieved. Another like device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavaialabe at this time.